Manufacturer narrative:
Reference CAPA-(B)(4).

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation.  In addition, no imagery was provided by the site. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. During manufacturing, the sheath shaft components were 100% visually inspected for any defects.  The esheath final assemblies were 100% visually inspected by both manufacturing and quality for any abnormalities.  After sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing.  All samples passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  The complaints for sheath shaft liner torn and sheath shaft kinked bent were unable to be confirmed.  Additionally, the occurrences rates did not exceed the november 2019 control limits for the trend categories.  A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath shaft liner torn and sheath shaft kinked bent were unable to be confirmed as neither the complaint device nor procedural imagery were provided. A review of the applicable DHR and manufacturing mitigations did not reveal any indications that a manufacturing nonconformance contributed to the complaint. No IFU/training inadequacies were identified. Per training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ the complaint event description revealed that ¿the esheath kinked due to a tortuous right subclavian artery.¿ tortuosity can create a challenging pathway for delivery system insertion and may have caused the sheath to kink. Additionally, the procedural manual states that ¿sharp angles are responsible for potential sheath kinking, subclavian/axillary dissection and aortic arch damage.¿ it is likely that the patient¿s tortuous access vessel contributed to the kinking of the shaft. Additionally, the presence of tortuosity can also prevent the sheath from expanding, increasing the necessary push force to advance the delivery system through the sheath. The valve likely got stuck when interacting with the sheath¿s kink during advancement of the delivery system. The liner torn was likely caused by the kinked shaft and the additional manipulation required to overcome interaction with the kink. A definitive root cause is unavailable at this time. However, available information suggests that patient (tortuosity) and procedural factors (kinked shaft/excessive device manipulation) may have contributed to complaint event. Since no product non-conformance was identified, and the occurrence rates did not exceed the respective trending control limits, corrective/preventative action or a product risk assessment (pra) escalation are not required.

Manufacturer narrative:
UDI number: (B)(4).  Investigation is ongoing.

Event description:
As reported, during a subclavian tavr procedure with a 29mm sapien3 valve in the aortic position, the commander delivery system was unable to pass the valve through the esheath and noticed the valve appeared to pass through the seam of the esheath. It appeared the esheath kinked due to a tortuous right subclavian artery (rsa). It was then decided to remove the whole system as a unit. The system got stuck in the subclavian artery and while removing the system, the vessel was torn. The team was unable to stop the bleeding. The patient passed away due to perforation of the right subclavian artery.